Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01641.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. Per a report from CT (computed tomography); "the filter struts have penetrated through the wall of the ivc into the precaval/mesenteric fat."